Event description:
Customer reports an unresponsive pt with blood glucose result of 96 mg/dl obtained on the inform system, and lab result of 20 mg/dl (timeframe between results unk). Patient was treated and "was fine" (treatment unk). Requested return of suspect device and replacement was sent.